Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) described as 'level sensor disconnected' alarm. The unit was changed out with no delay and no blood loss, and the procedure was competed successfully.

Manufacturer narrative:
Per the manufacturer's subsidiary, the alarm occurred in 30 minutes after powering on the pumps.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the yellow level sensor had a disconnected alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.